Manufacturer narrative:
Analysis and results: there are three previous complaints of this code-batch, one regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have not received any sample from the customer. Without closed samples and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, there were no incidences related to this issue and this batch was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle detached during the caesarean section. No further information has been provided.